Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power). A biomedical engineer reports, the system shut down. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4)